Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr and during the aaa procedure the sheath was upsized to 18fr. Reportedly, cuff misses occurred with five proglide devices using the preclose technique. Two additional proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and established in the preclose technique. No additional information was provided.